Manufacturer narrative:
Analysis conclusion: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation of a pacemaker, the physician was unable to fix and remove the screw properly while using the atrial lead for positioning. Loss of capture was noted. The helix of the screw was not visible outside the lead body after multiple torques. The atrial lead was not installed and replaced. The patient condition was stable before, during, and after the operation. The patient was discharged on the next day.